Event description:
(2/2, reference (B)(4) for related complaints) (documenting extension set) per (B)(6) form: patient had felt lightheaded all day at work. Luer lock broke or came unscrewed at connection of cassette and extension tubing. Her clothing was wet. Patient was also using letairis medication at the time of event. No further details provided. Suspect drug information and dates of therapy: manufacturer- united therapeutics; remodulin. Drug strength: 1mg/ml. Dose and route prescribed: 124 ng/kg/min intravenous. Frequency: continuous, start date (B)(6) 2019, lot 2101978, expiration date 31-aug-2023. Indication: primary pulmonary arterial hypertension. Patient identifier: (B)(6). Additional information from email: patient was using cadd legacy pump at time of event.